Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The associated cardiac resynchronization therapy defibrillator (crt-d) had reached elective replacement indicator (eri). The rv data was reviewed, and programming considerations were discussed. This rv lead remains in service. No adverse patient effects were reported.